Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette is alarming error. Patient involvement is unknown.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. The tamper seal was removed or broken. Visual inspection found a scratched lens and a lifted down stream occlusion (dso) seal. Review of the error history log found "(B)(6) 2023 4:02:12 pm high alarm displayed: cassette not attached properly". Functional testing was able to duplicate the error. Complaint was confirmed. Root cause was attributed to a faulty dso sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the dso sensor.

Event description:
Additional information was received: no patient injury.